Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break 28.5cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic inspection revealed there were no signs of damage, stretching or lifting of the stent struts, and no signs of distal tip damage.

Event description:
It was reported that a shaft break occurred. The patient presented with chest pain. The target lesion was located in the badly calcified left anterior descending artery (lad). Following rotablation, a 3.50 x 20mm synergy megatron drug eluting stent was introduced. The stent was challenging to deliver and was unable to cross the lesion after multiple attempts. The device was removed, and it was noted that the shaft was broken. The procedure was completed with a smaller stent. There were no patient complications.

Event description:
It was reported that a shaft break occurred. The patient presented with chest pain. The target lesion was located in the badly calcified left anterior descending artery (lad). Following rotablation, a 3.50 x 20mm synergy megatron drug eluting stent was introduced. The stent was challenging to deliver and was unable to cross the lesion after multiple attempts. The device was removed, and it was noted that the shaft was broken. The procedure was completed with a smaller stent. There were no patient complications.